Manufacturer narrative:
(B)(4). A device history record review showed no issues related to functional issues on the molded component involved in this complaint during the manufacture of the material. One sample was received for evaluation of catalog number 003-40 (aquapak 340 sw, 340 ml w/040 adaptor); the sample is received in its original packaging (no signs of being opened). This sample was received with the water reservoir of the aquapak the reference number ref: 003-01 and the humidifier adaptor with the reference number ref: 000-40 on the identification. The original packaging was opened and the visual inspection was performed and no damaged on the tread was detected, after the visual inspection, the received sample was placed on the oxygen tank (oxygen flow meter) and no treads issues were found. Customer complaint was not confirmed. A CAPA file #(B)(4) is open to further investigate this issue. This CAPA is owned by r and d. Change order form for the design updated approved and dhf has been updated. CAPA (B)(4) is currently under effectiveness verification.

Event description:
Customer complaint alleges the device "does not screw into flow meter." Alleged defect was reported as detected prior to use. No report of patient involvement.